Event description:
The reporter stated the aq cartridge-fp was causing aq silicone three piece lenses to tear. There was no pt injury. The reporter stated the lenses were sticking in the cartridge while being ejected and they felt the cartridge may be defective.

Manufacturer narrative:
Method - cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint found.